Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable root cause is the charged coupled device objective lens is dirty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lens of the gastrointestinal videoscope was blurry. The issue occurred during reprocessing. There were no reports of patient involvement.